Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device gave a constant error tone. They cleaned and retorqued instrument. Instrument gave same constant error tone. The surgeon cleaned and took apart and retorqued instrument. When it constant error toned occured again they aggressively cleaned it and the blade broke. Surgery was prolonged fifteen minutes. Another device was used to complete the case. There were no adverse consequences to the patient.